Event description:
Because of the medtronic infuse implanted during my surgery, which has caused me serious problems, including pain, nerve injuries, mental anguish, I'm worried that things will keep getting worse.